Manufacturer narrative:
(B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor's technique in applying the suction ring to the cornea, doctor's technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient's cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during a flap procedure and while laser was firing the patient interface experienced a suction loss. Patient was reapplanated with same cone but suction was lost again. Surgeon decided to abort procedure due to gas build up and patient was sent home to consider a surface ablation (photorefractive keratectomy) at a later date.